Event description:
While physician was removing 55 cm sheath from left femoral artery, sheath broke off. Foreign body to left femoral artery and aorta. Add'l info rec'd on 08/12/2008: original procedure: angiogram and attempted percutaneous stenting of the right lower extremity vessels to increase blood flow. During procedure, the sheath that was inserted through the left groin broke and the distal part of the sheath was lodged in the left femoral iliac up around the bifurcation and down through the right common iliac, external iliac. No injury to pt.

Manufacturer narrative:
Although no prod was returned, we are aware of the potential for occurrence and have taken the necessary measures to address this matter. We can advise that for iso standard 11070; for sheaths 5.0 and above the minimum break force is 3.37lb. Additionally, our prod label informs the end user that all catheters and instruments used with this introducer should move freely through the valve and sheath as separation of the sheath may result if the fit is tight. This prod line is inspected 100% for bends, kinks, proper securement of proximal fittings and other surface imperfections prior to transport. Nevertheless, the appropriate individuals have been notified of this matter and we will continue to monitor for similar reports.